Event description:
Reported as: "unsuitability of the port access."

Manufacturer narrative:
Taper I medwatch sent to FDA on 28/jun/06. Visual examination of the returned device detrmined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between th stainless steel connector and the port). The breakage of the band tubing may be wear relatd as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the prot or the connector tubing. "Caution: failure to create a stable, smooth path for the access prot tubing, without sharp turns or bends, can result in tubing breaks and leakage."